Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Visual inspection found external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal and distal region. The cause of external insulation abrasion is consistent with friction to the device can and friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis. Wear problem.

Manufacturer narrative:
Correction: b3.